Manufacturer narrative:
The reported events of premature discharge of battery and high impedance were not confirmed. The device was received from the field with battery voltage at end of service. Electrical analysis performed under nominal conditions indicated normal functionality, and battery assessment at various pulse amplitude showed normal current level and no indication of premature depletion noted. Review of data trend confirmed the device remained implanted for more than two years after reaching elective replacement level which depleted the battery further. Further device evaluation with three different loads showed the pacer was able to detect and measured load changes within normal range. Additionally, visual inspection of the header and connector found no contamination or foreign material that could contribute to the reported events. Longevity assessment was performed, and the device exceeded projected longevity, based on average current, indicating normal battery depletion.

Event description:
It was reported during in clinic follow up that the pacemaker exhibited high pacing impedance which lead to premature battery depletion. The device was explanted and replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.